Event description:
A customer in (B)(6) notified biomérieux of discrepant organism identification results for a single patient isolate in association with the vitek® ms system with knowledge base version 3.0. The customer stated the following: direct examination suggested a gram positive bacillus like coryne. The first organism identification result via vitek ms was hafnia 99% (age of culture 24 hours). The second organism identification result via vitek ms was noid" (no identification). Age of culture 48 hours. Organism identification with vitek 2 anc (anaerobic and corynebacteria) test kit was turicella otitidis. A fine-tuning procedure was performed on the vitek ms. Following the fine-tuning, four (4) test spots were prepared and processed. Only one of the spots provided a result: corynebacterium afermentans. The customer stated that no other identification methods were performed. Corynebacterium was reported to the physician with a delay of >24 hours. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint of discrepant organism identification results for a single patient isolate in association with the vitek® ms system with knowledge base version 3.0. The customer stated the following: - direct examination suggested a gram positive bacillus like coryne. - the first organism identification result via vitek ms was hafnia 99% (age of culture 24 hours). - the second organism identification result via vitek ms was "noid" (no identification). Age of culture 48 hours. - organism identification with vitek 2 anc (anaerobic and corynebacteria) test kit was turicella otitidis. ----investigation--- the customer submitted the strain for investigational testing, but the raw data from the customer's original testing was not available for analysis. The strain was tested internally with the vitek® ms and gene sequencing. 16 spot preparations were analyzed with the vitek® ms knowledge base versions 3.0 and 3.2. All 16 spot preparations resulted in no identification. Gene sequencing identified the organism as corynebacterium pilbarense. Corynebacterium pilbarense is not a claimed species in the vitek® ms knowledge base. Testing of unclaimed species may result in an unidentified result or misidentification. ----conclusion---- the customer's misidentification was not reproduced internally as all investigational testing with the vitek® ms resulted in no identification. The cause for the misidentification is unknown since the misidentification was not reproduced internally and the raw data from the initial customer testing was not available for further analysis. This data would help to determine the quality of the customer's spot preparation and if the customer's system was fully operational at the time of testing. The vitek® ms research & development team has opened a change request to add corynebacterium pilbarense in a future knowledge base revision.